Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a 41-yr old male patient. The following results were provided: abbott = 0.90 / 0.98 s/co (<1.0 is non-reactive); sysmex = 15.323 coi (reference range: < 1 coi); industrial scientific reagent and kehua¿s third-generation elisa reagent were both positive. Patient was positive for hiv-1 antibodies in 2019. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performed as expected for this product. Trending review did not identify any trends for the issue for the product. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 63613be00. Labeling was reviewed and sufficiently addresses the customer¿s issue. In-house sensitivity testing was completed using an in-house retained kit of lot 63613be00. All specifications were met showing the lot generates the expected results. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 63613be00 was identified.

Event description:
The customer reported a false nonreactive architect hiv ag/ab combo result on a 41-yr old male patient. The following results were provided: abbott = 0.90 / 0.98 s/co (<1.0 is non-reactive); sysmex = 15.323 coi (reference range: < 1 coi); industrial scientific reagent and kehua¿s third-generation elisa reagent were both positive. Patient was positive for hiv-1 antibodies in 2019. No impact to patient management was reported.